Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving gablofen (2000mcg/ml at 990.2ml) via an implantable pump. It was reported that nurse practitioner (np) reported on 2026-mar-01 at a conference that this patient's actual pump volume was 11.0 ml and expected pump volume was 5.4ml. The np reported that the patient did not have any withdrawal or overdose symptoms but she felt it was concerning enough to tell her clinical specialist. The np went to the office on (B)(6) 2026 and obtained the last 5 months of refills and their actual and expected volumes. On 2026-feb-26 the expected volume was 5.4ml and the actual volume was 11.0ml. On (B)(6) 2025 the expected volume was 8.9 ml and the actual volume was 14.0ml. On (B)(6) 2025 expected volume was 5.4ml and the actual volume was 10ml. On (B)(6) 2025 the expected volume was 4.8ml and the actual volume was 10.0ml. No interventions were taken. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.